Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis. The instrument was analyzed and found to have a broken input disk #7 from the inside of the housing. This causes the jaws' inability to open and close smoothly. Additional investigation found charring and localized melting at the grip base between the grips. This additional observation is unrelated. The instrument passed the electrical continuity test. The yaw pulleys are melted to the extent that they prevented the jaws from opening and closing smoothly. The electrodes are exposed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, the maryland bipolar forceps (mbf) instrument jaws did not open and close smoothly. The customer used a backup instrument to continue the procedure. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument could not be opened and closed smoothly during the last procedure usage. There was no report of unintended energy discharge.